Event description:
The audiologist observed deterioration in the pt's performance. In 11/2003, the pt was seen by a co rep. Testing confirmed that the device was functioning. However, explant surgery was scheduled by the surgeon. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.